Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a bga failure at u500 on the computer/analog board (B)(4). The root cause for the u500 failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.